Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2016 and mesh was implanted. Description of the symptoms following the implantation include urinary leakage, pain lower stomach and right side, pain in legs, pain in the back, swelling of the stomach want to vomit no force, pain worked - handicap- suffering. The current state of the patient was reported as handicapping in everyday life and suffering. The life of the patient is a nightmare with already 4 perineum operations: 2016 implantation of tot, 2017 a recurrent perineum recovery in 2017. The patient unfortunately still has leaks even if less horrible pain in the lower abdomen and right side back to legs. The patient can not walk long, or stand or sit, her vagina burns her. She suffers intimate level gravity vagina level. She's always tired, depressed. She suffers from rectum pain, seizures and pressing need. She is handicapped to do things. No further information can be obtained (anonymous reporter).